Event description:
The manufacturer received information from the patient's son and caregiver alleging that due to a malfunction (unspecified malfunction allegedly due to poor/lack of maintenance from the medical equipment provider) of the device (everflo oxygen concentrator), the patient experienced an adverse event prompting emergency medical services (ems) to be contacted. No device evaluation will be possible because it was reported to the manufacturer that the device has been destroyed by a family member. The manufacturer is submitting a final report at this time.